Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one of four screws used broke at the screw head during insertion. The surgeon used a matrixneuro plate and screws. The surgeon removed the broken screw and completed the operation by using another screw. There was no reported harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date returned to manufacturer. An evaluation was performed on the returned device. As per received condition of device; it was badly deformed screw with head missing. The head is completely missing and the screw is broken/severed at a 45 degree angle along the shaft. The threads are very worn with traces of bone visible. There was also a shard of metal returned, and this may be from the head of the screw, which was not returned. This type of damage can occur if too much mechanical force is applied. These screws are only 4mm in length and due to their nature, they must be handled with care and used as per technique guide with correct alignment and excessive force not applied. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.